Event description:
It was reported that, "doctor wanted to pressfit the femur. Femur was opened. Could not get femur to fit properly. Insert was removed to allow for better exposure. Femur still did not fit properly. Femur seemed to be loose and sit to lateral as compared to the trial. Opened a cemented femur and new insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.